Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in left superficial femoral artery (sfa) and popliteal artery. For post dilatation a 5x200mm armada 18 balloon dilatation catheter (bdc) was used; however, the balloon ruptured after 3 inflations at 8 atmospheres. Therefore, the bdc was removed from the patient without issue. Another same size armada 18 bdc was then used to continue post dilation; however, during the first inflation the second armada balloon was noted to have a leak of contrast at the base of the inflation port. During removal, the second bdc became stuck with the stent that had been implanted and could not be removed from the patient. Therefore, cut-down surgery was performed to remove the bdc. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 18 device referenced in b5 is filed under separate medwatch report number.